Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hypoglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully to use the aviva system due to error within specifications. Customer attempted to use meter on afternoon of adverse event reported below, but meter was unavailable for use due to error message. Customer went to bed at 8:30 pm, fell out of bed at 3:00 am. Wife and son attempted to wake up customer and put him in bed but were unable. Wife called emts. Customer does not know what time the paramedics were called or when they arrived. Emts test on their meter was 56 mg/dl. Customer was given an unknown type IV. Customer gained consciousness around 10:00 am and was taken to hospital. Customer was given an additional IV, admitted. A request was made for the return of the meter and the strips, replacement was sent.